Event description:
In 2008, reported experiencing bent or kinked infusion set cannulas. He notices this when his blood glucose is elevated. His normal blood glucose level is under 100 mg/dl. His blood glucose has been as high as 200 mg/dl and he experienced frequent urination. He then changes the infusion site and boluses to lower his blood glucose. He stated that he uses his abdomen as an infusion site and changes the infusion site every 2-3 days. He stated that he does have scar tissue but he tries to avoid it. He was sent sample infusion sets with a different cannula type. The patient did not require medical assistance from a healthcare professional or second party to address this issue. The patient did not retain the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.